Event description:
It was reported that the health care provider (hcp) was having difficult accessing the center port during refill. On (B)(6) 2015, it will be the third attempt at refilling a patient's pump (noted to be a difficult patient.) The pump was reported to be on it's side, and the hcp can partially lie the pump flat to refill it. Another hcp tried yesterday, and the reporter tried today, but both attempts were unable to access the reservoir. The patient had a fluoroscopy done on the date of this report, to determine the correct positioning of the pump and told what side to access for the refill. The patient had severe back pain. No other information was given regarding this event. The drug that was used via the device system was unknown. The patient outcome/intervention remained unknown at the time of this event; follow-up has been conducted, and if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).